Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 63 mg/dl. Customer was hospitalized due to hypoglycemia, leg pain, and low blood glucose. Customer reported that piston went straight through the reservoir dispensing insulin. Customer also reported that infusion site which was his leg was very painful to the touch which is why customer went the hospital. It was reported that site showed signs of infection. Insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.